Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician evaluated the unit and was able to confirm the low battery capacity. The battery was replaced and the system was successfully tested to manufacturer specification. The claimed battery as well as additional information were requested for further evaluation. A supplemental report will be provided when additional information becomes available.

Event description:
It was reported that during set-up of the unit a low battery capacity was noticed. The unit displayed a low battery warning after 10 minutes running on battery power. No patient was involved. (B)(4).

Manufacturer narrative:
"The failure, battery run time of 10 minutes, was not reproducible. After the battery was fully charged, it could be operated under a full load for 158 min. This is a good capacity of the battery. Since the battery was significantly discharged and the second charging process, after the test, ran for more than 16 hours, this battery should not be put into operation again. According to the failure report the battery was exchanged 28 months ago and thus for this reason, after a period of 24 months, it must be exchanged. The battery was significantly discharged; exchange cycle of 24 months was exceeded. The battery pack could be brought back to life and normal working condition. Even though the battery was running under a fully charged load for 158 minutes, the battery could not be reused. This is dependent on the voltage, which the battery had, at delivery, and the long period of the second charging time (greater than 16 hours), after the test. The life cycle time of 24 month has been exceeded. This follow up report will also serve as a final report for this reported incident.

Event description:
(B)(4).

Manufacturer narrative:
The battery was investigated and once charged it was found the battery pack was in good condition and provided enough capacity around the prescribed 90 minutes. Due to the battery being 28 months old and the tests performed it was decided to replace the battery. The battery should be replaced after 24 months. The battery was replaced and the system was successfully tested to manufacturer specification.

Event description:
(B)(4).